Manufacturer narrative:
This is a reusable handle that uses single use disposable cartridges. The device is sold with a cartridge in place. The quality engineer is in the process of doing an investigation regarding this complaint, and as soon as I receive the closure information I will complete a supplemental report.

Event description:
It was reported that "one side of the jaws broke off into the patient while the surgeon was advancing a clip. The piece was retrieved by the surgeon and the patient was not harmed."